Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was explanted due to oversensing, pacing inhibition, and asystole less than 2 seconds. The physician believes the lead was fractured. There was no obvious defect on flouro. The lead was discarded after explant and is not available for analysis.